Event description:
The customer reported that she was hospitalized after experienced low blood glucose levels and a seizure. The blood glucose reading at the time of admission was unknown. The customer stated that she was eating a sandwich when she experienced the low blood glucose. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but there was no tubing clamp for the high pressure test. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy test is pending.